Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (case damage with moisture) issue. It was reported that the battery compartment was cracked/damaged. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/18/2017 with the following findings: during investigation, the battery compartment was found to be cracked starting at the threads to the left side of the grip pad and from the case seal traveling to the bumper. Moisture was observed in the battery compartment. A leak test was performed and a leak was identified in the battery compartment. The pump cover was opened and no moisture was observed. Unrelated to the original complaint, the display was found to be dim with reddish text. The battery compartment threads were found to be stripped and unable to properly fasten to the battery cap. The battery cap was able to sufficiently fasten to the pump for testing. (B)(4).